Event description:
The patient notified the manufacturer that the pt was found passed out on the morning of the event date in 2001. The suspect device was then used to check the pt's blood glucose and a result of 391mg/dl was obtained. Paramedics were called and they arrived, tested the pt's blood glucose at 30mg/dl on their equipment and transported pt to the hospital. No other information on the incident was provided during the call. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.